Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, and cracked case near display window corners noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the up and down arrow buttons are getting stuck and will not go up and down and has to push the buttons harder. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.